Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08716. It was reported that the pt lost stimulation about two weeks ago. Diagnostic revealed lead impedance on all contacts. Reprogramming the device was unable to resolve the issue. The pt was scheduled for a lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.